Event description:
The customer called for help with the breeze2 system. A control test was performed during the call and the result was 185mg/dl.the normal control range was 94-129 mg/dl.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer.